Manufacturer narrative:
The reported field event of setscrew too loose was confirmed. Analysis of the device revealed the right ventricular set screw was stripped and detached from its set screw bore. The set screw could be over loosened causing the set screw to dislodge from the set screw bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During attempted implant, the set screw could not be tightened in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.